Event description:
The information received from the field states after post-dilatation of the stent that was placed in the target lesion, when the physician attempted to withdraw the balloon through the sheath, the distal tip, balloon material, and distal radiopaque marker band separated in the patient. The information states that this male patient (age unknown) was presented to the interventional lab for repair of a lesion located in the left superficial femoral artery. The vessel was described as extremely calcified. The information states that the physician made access to the patient in the right femoral artery. A 6fr balkan sheath was inserted over a guidewire and the lesion was pre-dilated with this balloon (atmospheres unknown). The balloon was safely removed from the pt over an amplatz .035 guidewire and the balkan sheath was exchanged for a 9fr sheath (bsi). The physician successfully deployed a viabahn 7x100 stent at the lesion and inserted the powerflex balloon for post-dilatation. After post-dilatation, when the physician attempted to withdraw the balloon through the sheath, the distal tip, balloon material, and distal radiopaque marker band separated in the patient. The information states that the physician did not attempt to retrieve the particles because they looked as if they were lodged in the soft tissue of the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.